Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Post-procedure, thrombosis was noted. As of (B)(6)2020, the patient has made a fully recovery.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Post-procedure, thrombosis was noted. As of (B)(6) 2020, the patient has made a fully recovery. It was further reported that this is a duplicate report for the same patient as MDR# 2134265-2020-09989.